Manufacturer narrative:
(B)(4). Date sent: 08/20/2020 d4: batch # t5ed1h device analysis: the analysis results found that the cdh29p device arrived with no apparent damage. The breakaway washer was present and uncut, the device was fully loaded with staples, indicating that the device had not being fired. The device was tested for functionality with the returned washer and it fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. The event described could not be confirmed as the device performed without any difficulties noted. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 09/30/2020. Device analysis additional information: the device was disassembled by removing shrouds and inspected. No damage was observed on electrical components. The wires were intact, and no physical damage was observed on the circuit boards and battery contacts. The motor connector and flex circuit were also seated. To check for intermittency the device was fired four (4) times without incidence.

Manufacturer narrative:
(B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported that during an open sigmoidectomy, the device could not be fired although the firing trigger was pulled. The battery was reinserted, but the issue did not improve. The device was used between the colon and the rectum. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.